Event description:
It was reported the tip of the lead was bent. The lead was never implanted. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the lead revealed that the lead was bent new/out of the box.

Manufacturer narrative:
(B)(4).